Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of atrial perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedure. Based on the information reviewed, the reported patient effect of atrial perforation was due to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. After the dilator and steerable guide catheter (sgc) crossed the septum, it was noticed that the septum tore. The procedure was continued and one xtr clip delivery system (cds) was implanted without issues. To close the torn septum, the physician successfully implanted an amplatzer closure device. Mr reduced to a grade of 1+. There was no clinically significant delay in the procedure. No additional information was provided.